Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty capacitor on the main board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated new batteries were inserted and the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.